Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the condylar stabilizing technique with the variable angle locking compression plate and locking screw was performed for distal radius fracture. After placement of the plate, the locking screw was inserted into the most distal hole with a torque limiter, but did not lock while final tightening. It was removed and re-inserted from another angle, but did not lock. The surgeon felt no resistance during final tightening. When the surgeon inserted ti locking screw (412.818s) freehand instead, the screw locked and plate fixation was completed. There was no patient harm. The surgery was a surgical delay of five minutes reported. This report is 1 of 1 for complaint (B)(4).